Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose read "high" on cgm. Elevated blood glucose was addressed with a manual dose injection. A replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.